Manufacturer narrative:
E1: initial reporter phone no.(B)(6) h11: the device was received for evaluation. A review of the event history log revealed that a system error 20559 motor ic power disabled had occurred multiple times. During evaluation, a simulated infusion was performed twice and was unable to duplicate that reported system error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed system error 20559 during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.